Event description:
A nurse positioned a pt with pneumonia and dementia on their side in bed. The nurse left the room for about 45 minutes and upon their return, the pt was found dead with head between the two support bars on the upper portion of the right head siderail and arm was stuck between the bottom of the siderail and mattress.